Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield product monitoring requested additional info but no further info was available. If additional info is obtained the medwatch form will be updated.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer states the catheter is leaking.